Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to humidity invading the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the handpiece of the evis exera iii duodenovideoscope was leaky. The issue occurred during reprocessing; however, the scope was unable to be reprocessed correctly due to the defect. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found there was foreign material inside the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to a crack on grip, water tightness is lost; switch box has a scratch; air/water cylinder has no color; suction cylinder has no color; light guide lens has a crack; connecting tube has a cut; distal end is shaved; and universal cord has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.